Event description:
It was reported that during a CABG procedure, the clips were scissoring. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 04/03/2008. Info anticipated, but unavailable at this time.